Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the reported event was unable to be determined but may have been due to implant duration and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from field clinical specialist, a patient underwent a tavr procedure with a 26mm sapin 3 valve in aortic position. Approximately 11 years and 7 months later, the patient is presenting with a failed valve due to leaflet calcification. The patient is being worked up for a valve in valve.

Manufacturer narrative:
A supplemental report is being submitted due to receipt of additional information and confirmation that intervention has occurred. Updated b4, b5, b7, g3, g6, h2, h6 clinical code, and h11.

Event description:
As per follow-up with the fcs, the patient was symptomatic with symptoms of heart failure, shortness of breath, and lymphedema. The patient underwent a valve in valve with a 26mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien valve due to leaflet calcification and regurgitation.